Event description:
It was reported that the ventricular jack of the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricle output connector was broken and therefore it was replaced. Analysis also found that the upper case, both bail covers and the battery drawer were broken, that the liquid crystal display lens was cracked, the ring contaminated and the keyboard scratched.